Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had iui-female (left) communication failure. There was no patient involvement.

Event description:
It was reported that the device had iui-female (left) communication failure. There was no patient involvement.

Manufacturer narrative:
Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue ¿iui female (left) ¿ communication failure¿ was confirmed. Received on 09-jul-2025, pcu unit was received unboxed and with paperwork. Visual inspection by connecting test lvp modules on the unit, and further testing with an iui connectors test on asm has confirmed the stated failure. Installing a test left iui board on the unit resolved the stated issue. Defective material from supplier. Device to be returned to (B)(6) repair center for service supervisor determination if unit will be sent through normal processing or scrapped. Recommend bd (B)(6) repair center to replace defective left iui board. Failure investigation report attached to salesforce. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue ¿iui female (left) ¿ communication failure¿ was confirmed. Received on 09-jul-2025, pcu unit was received unboxed and with paperwork. Visual inspection by connecting test lvp modules on the unit, and further testing with an iui connectors test on asm has confirmed the stated failure. Installing a test left iui board on the unit resolved the stated issue. Defective material from supplier. Device to be returned to san diego repair center for service supervisor determination if unit will be sent through normal processing or scrapped. Recommend bd san diego repair center to replace defective left iui board. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had iui-female (left) communication failure. There was no patient involvement.